Event description:
It was reported the unit will not power up. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the power management board was returned for failure investigation (fi) which determined mosfet's q11, q15 and inductor l2 had shorted causing disruption of the 12v line.